Event description:
The technician alleged the brake casters do not hold. No pt impact.

Manufacturer narrative:
The technician found all brake caster supports are broken. The technician replaced all brake caster supports to resolve the issue.